Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2024. The blood glucose level was more than 1000 mg/dl at the time of hospitalization and the patient got treated with fluids insulin and intravenous drip. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.